Event description:
It was reported that the customer had normal blood glucose levels of 93.6 mg/dl. The customer reported a motor error from the insulin pump during bolus. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted the insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.